Event description:
It was reported that during use with 2 bd ultra fine¿ pen needles insulin was unable to be delivered. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that the consumer found several that would clog and not work during injection from this box.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with 2 bd ultra fine¿ pen needles insulin was unable to be delivered. The following information was provided by the initial reporter: (1 of 2 complaints). It was reported that the consumer found several that would clog and not work during injection from this box.